Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge/segmental resection. According to the reporter: with setting egia60amt on idrive handle, a doctor clamped it on the tissue and found it could not fire. After replacing the idrive handle for the manual egia ultra, the doctor found the sulu could not be used. After a new sulu was reloaded onto the same manual egia ultra handle, there was no problem completing the case. No patient harm. Operating time not extended. There was no tissue damage, no anticipated tissue loss/resection, no bleeding and nothing fell into the cavity. The device could be removed properly from the tissue. No patient info available. No reinforcement material used in conjunction with the stapling device.